Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely on merlin.net. Upon review, episodes of undersensing, which caused false pause episodes, were found on the implantable cardiac monitor. The device was reprogrammed on (B)(6) 2019. The patient was stable.